Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that three (3) synframe guide rods malfunctioned during an anterior lumbar interbody fusion (alif) procedure at levels l5/s1 on (B)(6) 2016. Following the correct loading of the retractor blade, the surgeon used a socket wrench to tighten the synframe guide rods, but noticed a lot movement when the hold should have been rigid. The issue was encountered with three (3) of the six (6) guide rods used throughout the procedure. As a result, it was very difficult for the surgeon to retract the soft tissue in order to access the lumbar spine through the abdomen as intended. The procedure was eventually completed with the use of three (3) functioning and one (1) non-functioning instruments. A forty-five (45) minute delay was noted. The patient's post-operative status is unknown. Concomitant device(s) reported: retractor blade (part: 03.609.016 / lot: unknown / quantity: 1) and universal spine system ii socket wrench (part: 388.140 / lot: unknown / quantity: 1). This report is 1 of 3 for (B)(4).